Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was confirmed. Upon evaluation, the lcd ribbon cables were not connected to the dts board. The root cause cannot be positively identified. There was no adverse event that resulted from the damaged monitor.